Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts needed to be replaced. The ups and battery were replaced and the system then passed the system checkout and was found to be fully functional. The ups was returned and analysis found no fault with the device. The returned ups was standalone tested and all 12v and 48v outputs measured normal voltage. The power button illuminated and functioned as intended. The battery was returned and analysis noted that upon receipt the battery charge measured 48.39 volts. The battery was connected to a test system and after being allowed to fully charge the system stayed running for seven minutes once disconnected from the ac source. A new battery should power this load for eleven minutes. Although; not at full strength the battery still has sufficient power to operate the unit when disconnected from ac. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was discovered by the rep while getting ready to use the navigation device for a shunt insertion case. A clinical specialist (cs) successfully replaced the ups and battery and the system turned on. It was noted that the power cord connection had come loose and was reconnected.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation device. It was reported that the system was suspected of being plugged into a bad outlet and powered off. Then, when plugged into a known good outlet the system would not power back on. The rep unplugged the camera cart from the main cart and tried just the main cart, but that was unsuccessful. The rep then reconnected the cart-to-cart cable and tried the power button on both systems, but was unsuccessful. The rep acquired tools to remove the back cover and the system would still not power on. The ups in the back had a green led for ac power and amber for battery, but no other led's were lit. There was no patient involvement.